Event description:
Uc health advised they had 13 dirty needlestick injuries (only lab employees) using the butterflies during the conversion. This was the first time the statement was made by the uc health site. Customer responded that all 13 needlestick incidents did not cause any serious injury or required medical intervention.

Manufacturer narrative:
Complaint (B)(4). No samples were provided by the customer. No material numbers were provided by the customer. No batch numbers were provided by the customer. No further information or clarification was provided by the customer. Unfortunately, without basic information, a thorough investigation is not possible.the cause of the event cannot be determined.